Event description:
It was reported that (1) lcsc5 was used with hp052 during a laparoscopic splenectomy procedure. It was reported by the rep that the surgeon was using the lcsc5 blade on the "luke" handpiece when the blade locked out with a solid tone. All trouble shooting techniques were used (tightening the blade, cleaning the blade) the blade still locked out. The case was completed by using electrocautery. There was no consequence to pt.